Event description:
The balloon catheter was used during a percutaneous transluminal angioplasty (pta) procedure. The site reported a balloon rupture. There was no patient harm. No further information was provided. Additional information was requested with no response received.